Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leakage in tubing. Infusion set was in use for 1 hour. Patient's blood glucose at the time of issue was 335 mg/dl. Patient replaced infusion sets and resumed insulin successfully. No further information available.